Manufacturer narrative:
Results: the jet7 was fractured approximately 9.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter was fractured. Based on the reported event and damage location, this fracture was likely the result of a kink during advancement. If the jet7 is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the jet7 broke at the proximal end after being inserted into the neuron max. Therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.